Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No motor error alarm could be tested due to the unresponsive buttons. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that they were unable to clear the alarm. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.